Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. It was also reported the s-ICD had warning tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The battery depletion error message was due to magnet placement that was on and off the device repeatedly over the course of a surgical procedure. It causes a transient drop in monitoring voltage. Also, technical services (ts) explained that the beeper will be reset by simply interrogating and then ending the session. This s-ICD remains in service. No adverse patient effects were reported.